Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # unknown the implant's threads were stripped. Internal threads of implants were stripped. The crown was unable to be placed. Procedure was completed using another device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) niitp6513, (nanotite tm tapered certain prevail implant 6/5 x 13mm) for evaluation. Visual evaluation was performed, heavy damage and damaged threads has been identified. DHR review was completed for the subject lot number 1046120. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1046120 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional : damaged threads¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation is material selection of the implant was not adequate to withstand recommended torque values for placement of restorative component. Therefore, based on the available information, a device malfunction did occur. The threads have been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.